Event description:
The customer reported that the device was displaying different energy than selected.

Manufacturer narrative:
The customer reported that the device was displaying different energy than selected. The device was evaluated locally. The symptom was verified. The processor pca was replaced to resolve the issue.